Event description:
It was reported that the patient experienced high blood glucose levels due to bent cannula and was treated with manual corrections with the insulin pump on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 3. E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.